Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered inappropriate therapy during an ablation procedure. It was noted that detections had not been suspended during the procedure. No further information was able to be provided by the caller.